Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue.

Event description:
It was reported that post fall, the patient began experiencing ineffective therapy. A lead diagnosis indicated that there were high impedances on one lead. A CT scan was performed and confirmed a lead fracture. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead had fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000123998.